Manufacturer narrative:
One i3 patient electronics unit was returned however the power supply was not received. External visual inspection of returned material revealed no discrepancies. The field reported complaint of frayed wires and sparking on the power supply were unconfirmed. Unit was not able to confirm issue due to item in question missing.

Event description:
The patient reported sparking and frayed wires on the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.